Event description:
The customer reported via phone call that the insulin pump has physical damage. The customer stated that it has cracks inside the reservoir compartment and the o ring came out, scratches on the screen and on the side of the reservoir. Blood glucose value was over 500 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, missing reservoir seal and a cracked reservoir tube.